Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 577 mg/dl. Cause was not known. The customer administered a manual injection to address elevated bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.